Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08765 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 28-sep-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 28-sep-2024 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6) 2024 00:00:00.000, dailytotalofallinsulindelivered: 582500 (58.25 u), dailytotalofbasalinsulindelivered: 218500 (21.85 u), dailytotalofbolusinsulindelivered: 364000 (36.4 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 28-sep-2024 in the formatted history file. Lostsensor1alert (780) was found on: (B)(6) 2024 04:11:00.000, (B)(6) 2024 20:57:00.000. Sensorexpiredalert (794) was found on: (B)(6) 2024 20:05:37.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No los sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Low battery alert was found on: (B)(6) 2024 08:53:00.000. Insert battery alarm was found on: (B)(6) 2024 19:01:02.000, (B)(6) 2024 19:01:03.000. Replace battery alert was found on: (B)(6) 2024 18:24:00.000 replace battery now alarm was found on: (B)(6) 2024 18:55:00.000 failed battery alert/battery failed alarm was found on: (B)(6) 2024 19:01:02.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 at 5:22:00 pm. There was no power data available for the date of (B)(6) 2024. Unable to check power data for low battery alert, replace battery alert/replace battery now alarm and failed battery alert/battery failed alarm. No unexpected low battery alert, replace battery alert/replace battery now alarm and failed battery alert/battery failed alarm noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification,(B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for possible under delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly and hyperglycemia. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia, elevated ketones/diabetic ketoacidosis, malaise treated with IV insulin drip (intravenous insulin infusion), hospitalization: overnight stay. The event involved product(s) mmt-1886. Troubleshooting was performed and confirmed customer received the reported issue high blood glucose and under delivery anomaly. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event and auto mode feature was active at the time of event. Later customer declined to continue with troubleshooting. No further patient complications were reported. It was unknown whether continued using the device or not. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.